Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: kink in the cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: shorting out and images flickering was due to a kink in the cable. The most probable cause of this complaint was traced to component failure, which was expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device keeps shorting out. And the image comes up and goes out. The issue was found, during a diagnostic hysteroscopy, that was able to be completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.